Event description:
A malfunction code, malf 9, was reported due to a detected motor movement error, but no notable events occurred before this malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was informed that they could continue using the pump and to contact support if the issue reoccurred, which the customer acknowledged and understood.